Event description:
Per the clinic, the patient experienced chronic skin issues. Subsequently, the patient underwent revision surgery (specific date not reported) in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
This report is submitted on october 25, 2022.